Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo found the product was wet and connected to the blood line. A long brown particulate matter inside the header was visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a of polyflux 17h dialyzer, particulate matter was observed inside the cap. There was no patient involvement. No additional information is available.